Event description:
Clinical study. Same case as #6000089-2005-00090, #6000093-2005-00086. It was reported that 5 days after a coronary artery drug eluting stenting procedure the pt expired. The lesion being treated was a 2.5 mm 75% stenosed proximal left anterior artery (prox-lad). The lesion was not predilated. The physician then placed a taxus express 8.8% 2.50 x 16 mm drug eluting stent in the prox-lad. The next lesion being treated was a 2.3 mm 100% stenosed distal circumflex (dist. Cx) artery. The lesion was predilated. The physician placed a taxus express 8.8% 2.5 x 16 mm drug eluting stent in the dist. Cx. The next lesion being treated was a 2.3 mm 100% stenosed proximal circumflex (prox. Cx). The lesion was predilated. The physician placed a taxus express2 8.8% 2.5 x 20mm drug eluting stent in the prox cx. The pt was expired 5 days later. The physician reports the cause of death to be sepsis. No autopsy was performed. Additional info has been requested from the site.

Event description:
It was further reported that the patient was enrolled in the arrive study. Target lesion 1 (9 mm long) was identified in the proximal lad with 100% stenosis and a 3.0 mm reference vessel diameter. Target lesion 1 was treated with predilatation and placement of 2 tandem taxus express 8.8% 3.0x16mm and 2.75x12mm drug eluting stents. Residual stenosis was 0%. Post-cath, cardiac enzymes peaked with troponin greater than 100 and cpk at 3477. The patient was discharged 3 days later on plavix and asa. 13 days post arrive procedure, the patient urgently taken to the ER after experiencing loss of consciiousness while riding in the car with a family member. The patent was unresponsive and without respirations for approximately 15-30 minutes. Full code was perfomred and per ER note, resuscitative efforts were unsuccessful. The code was called and the patient expired the same day. Cause of death per ER note "is presumed tobe cardiac, probably relating to an arrhythmia due to underlying recurrent myocardial infarction. "No autopsy was performed. In the opinion of the physician the relationship to the target the is "unknown".